Event description:
It was reported that the patient fainted, and there was suspicion of no output. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device is part of the field advisory for this model. Evaluation summary: battery depletion-normal.